Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported began to feel pain and bumps on the breast and that after magnetic resonance report and ultrasound was confirmed bilateral rupture. This relates to the left side. The device has been explanted.